Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe degenerative joint disease. The patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. The surgeon notes there was hemosiderin in the excised synovium due to the patient¿s preexisting idiopathic thrombocytopenia purpura and granuloma annulare. Patient received a right knee revision to treat pain and instability. The femoral component and tibial tray were well-fixed but revised with minimal bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2020, right knee.